Manufacturer narrative:
On 6/14/2017: during a follow-up, the customer's clinical diabetes specialist confirmed the customer was to use contact detach infusion sets to address the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 370mg/dl at its highest. A correction bolus was delivered and a manual injection was administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.